Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 41-49 mg/dl were recorded by continuous glucose monitor (cgm) from 4:54:37 am to 5:24:37 am on (B)(6) 2020. A cgm alert 42 (cgm error) enunciated on (B)(6) 2020 at 2:14:59 am. Failing to clear the cgm error in time prevents the user from continuously monitoring bg and potentially addressing an impending low bg. The pump recorded the blood glucose data when it regained connection with the transmitter (6:29:37 am), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened around 4:54:37 to 5:24:37 am (yellow dots). Cgm alert 1 (cgm low alert) did not enunciate as the transmitter did not have connection with the pump. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 30-40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.